Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "leakage at catheter junction noticed on another yel 24ga x 0.75in prn once start infusion. The leaked fluidic is normal medication."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8225341. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was provided for evaluation. Bd investigators noted that the returned sample had a large bend originating at the root of the cannula. The degree to which the needle is bent suggests a large force was applied to the needle. Sections of the manufacturing process have been identified as a potential root cause for this complaint, however the transportation and storage of this device has, in previous investigations, been shown to be the most likely root cause for this event. The shipping company has been notified of the situation and bd standards and expectations have been re-communicated. The device was also tested for leakage and found to have suffered several cracks in the tubing of the catheter. These cracks were determined to be a defect in the raw material. We are currently working with the supplier to prevent future occurrences of this issue.

Event description:
It was reported that leakage occurred during use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "leakage at catheter junction noticed on another yel 24ga x 0.75in prn once start infusion. The leaked fluidic is normal medication."